Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report clip open, single leaflet device attachment/slda, medical intervention, and device damaged by another device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted restricted and tethered posterior leaflet. The first clip delivery system (ntw cds 01109u181) was advanced to the mitral valve, and the clip was placed without issue; however, after the lock line was removed, the clip opened while establishing final arm angle/efaa. Mr was reduced and the deployment process continued, and the clip was deployed. The clip opened to 60 degrees and mr increased. The procedure continued with an nt clip (10116u1610). However, the grippers would not lower. Therefore, the cds was removed with the clip attached, but the nt clip inadvertently interacted with the first clip and the first clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). Another ntw clip was deployed to stabilize the slda. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed and without the device to analyze, a cause for the reported clip opening while establishing final arm angle (efaa) and while locked could not be determined. The reported device damage by another device resulting in single leaflet device attachment (slda) appears to be related to operational context and/or user technique as the second clip bumped with the previously implanted clip during the procedure causing it to detach from the posterior leaflet. The reported medical intervention was a result of case specific circumstances as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a